Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up report.

Event description:
It was reported that while being operated in pressure control mode the device stopped automatic ventilation, generated a corresponding visible and audible alarm and automatically switched to man/spont mode. The case was reportedly finished on manual ventilation without any consequences for the patient.

Manufacturer narrative:
The entire device was manufactured in 2009 and has been in operation for almost 60.000 hours. This includes also standby operation during which the motor is under low current as well. The gas mixer was in use for more than 22.000 hours which is a more realistic indicator for the operation time on a patient. Based on this postulation the motor had lasted for 170% of the specified life time which can be considered well acceptable. Dräger finally concludes that the device responded as specified upon wear-and-tear related malfunction of a single component. Automatic ventilation was shut down to prevent from damages to the ventilator system and, the user was alerted to this condition by a corresponding alarm. Reportedly the user was able to finish the procedure in manual ventilation which remains still available under such conditions. Monitoring facilities remain unaffected as well. The entire device was manufactured in 2009 and has been in operation for almost 60.000 hours. This includes also standby operation during which the motor is under low current as well. The gas mixer was in use for more than 22.000 hours which is a more realistic indicator for the operation time on a patient. Based on this postulation the motor had lasted for 170% of the specified life time which can be considered well acceptable. Dräger finally concludes that the device responded as specified upon wear-and-tear related malfunction of a single component. Automatic ventilation was shut down to prevent from damages to the ventilator system and, the user was alerted to this condition by a corresponding alarm. Reportedly the user was able to finish the procedure in manual ventilation which remains still available under such conditions. Monitoring facilities remain unaffected as well.

Event description:
Please refer to initial MFR. Report #9611500-2017-00117.